Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Patient had an MRI earlier in the year and did not place the ipg into MRI mode.